Manufacturer narrative:
Other, other text: additional information: see d10, h3 and h6, corrected data: h2: correction: see d4: catalog number.

Manufacturer narrative:
Device evaluation: three smiths medical cadd administration sets were returned for analysis. The samples were set for accuracy testing using a pump prizm to look for unusual functions and all three samples passed the accuracy test. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd administration set. It was reported that the set did not deliver the programmed volume. It resulted in alarms and decrease in nutrition delivered to the patient. There was no adverse events reported.